Event description:
Case description: this case was linked with case (B)(4), referring to the same patient. This spontaneous report was received from an australian nurse practitioner via a business development manager and concerns a female patient. The patient was injected with a total of 0.3 ml of radiesse (+) into the left temple region, on (B)(6) 2025 at 1:00 pm. Radiesse (+) was injected with 0.1 ml of belotero revive and 0.3 ml of saline (product preparation issue, off label use of device). A 25 g cannula was used. On (B)(6) 2025, after the radiesse (+) injection, the patient experienced a vascular occlusion. Immediate pain was reported. A reticular pattern was observed straight away spreading from the temple across the left side of the forehead, with a capillary refill time of more than 5 seconds. Initial corrective treatment included warm compresses, administration of aspirin max dose, massage, and initiation of hyalase. In (B)(6) 2025, the patient subsequently sought assistance from the aesthetic medical emergency team (amet) and attended the clinic, where ultrasound guided 7500 units of hyalase was administered with support. Despite intervention, the reticular livedo and capillary refill did not improve. The patient reported normal vision. Hyperbaric oxygen therapy was scheduled for the following morning at 8:00 am. In (B)(6) 2025, the patient confirmed attending the lions eye (l.e.) Institute, which reported no ocular involvement. She underwent additional sessions of hyperbaric therapy and received further hyalase injections in the morning and afternoon, totaling an estimated 22500 units (15 vials). In (B)(6) 2025, improvement in capillary refill was noted centrally on the forehead. The temple and forehead regions remained sluggish. Blisters developed on the temple, and significant oedema was present. Due to the provided information, the outcome of the event was considered as not resolved.

Manufacturer narrative:
Assessment by merz: the event occurred in compatible local and temporal relationship. Vascular occlusion (serious) is expected based on the current valid australian instructions for use (IFU) leaflet of radiesse (+) and can occur after treatment with radiesse (+). The reported pain, reticular livedo, blisters and oedema are considered to be symptoms of the vascular occlusion. Off label use of device and product preparation issue are only coded for formal reasons. An injection into the temples is no approved indication for radiesse (+). Mixing of radiesse (+) with belotero revive is not allowed based on the IFU. The IFU of radiesse(+) warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, the patient received comprehensive treatment with hyaluronidase with an unresolved outcome. Causality for the event is assessed as possibly related to the treatment with radiesse (+) due to compatible temporal and local relationship. This case is considered as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage.